Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under the lifevest. The irritation was reportedly red and itchy. The patient's physician advised the patient to use a cream on the irritation. Follow-up indicated that the irritation had healed.